Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette) it was reported that the pump won't run alarm. Air in line, green flow stop. Patient not affected. No additional information available.